Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that before the sheath was inserted into the cardiac cavity, the saline was difficult to pass. Even if pressure was applied with a syringe, saline hardly came out from the tip. The issue was resolved by changing it to another one. The procedure was completed without patient's consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. It was found that the irrigation tube was obstructed with the dislodged valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device 1247 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The root cause of the dislodged valve could be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. Initially it was reported that before the sheath was inserted into the cardiac cavity, the saline was difficult to pass. Even if pressure was applied with a syringe, saline hardly came out from the tip. The issue was resolved by changing it to another one. The procedure was completed without patient's consequence. The irrigation issue was assessed as not MDR reportable. Occlusion or no irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab observed on 9/17/2020 that the hemostatic valve was dislodged inside of the hub. The returned condition was assessed as an MDR reportable hemostatic valve separation issue. The awareness date for this lab finding is 9/17/2020.